Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dyspareunia ("pain during sexual intercourse"), alopecia ("hair loss"), tooth disorder ("dental issues"), fatigue ("fatigue"), weight increased ("weight gain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomies with removal of essure devices on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, dyspareunia, alopecia, tooth disorder, fatigue, weight increased and back pain outcome was unknown. The reporter considered pelvic pain, dyspareunia, alopecia, tooth disorder, fatigue, weight increased and back pain to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was confirmed full occlusion. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 and reported adverse events including severe pelvic pain. On (B)(6) 2016 plaintiff underwent surgery (total hysterectomy and bilateral salpingectomies) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left in tube") and pelvic pain ("severe pelvic pain/ pain") in a 39-year-old female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included body mass index increased. In (B)(6) 2013, the patient experienced dyspareunia ("pain during sexual intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), / abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), / abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia"), bladder disorder ("bladder or urinary problems or changes / bladder problems"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems type: vision worse / vision worsening"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), vision blurred ("vision/eye problems type: unable to focus"), abdominal discomfort ("gastrointestinal or digestive syatem condition/gi upset") and headache ("headaches"). In (B)(6) 2015, the patient experienced tooth disorder ("dental issues/dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, alopecia ("hair loss"), back pain ("back pain"), calculus urinary ("infection (bladder/ urinary tract/vaginal) type: stones"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping") and pain in extremity ("leg pain"). The patient was treated with leuprorelin acetate (lupron), surgery (bilateral salpingectomy, hysterectomy (partial),), surgery (bilateral salpingectomy, hysterectomy (partial),) and surgery (root canal crowns). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, alopecia, fatigue, weight increased, vaginal haemorrhage, menorrhagia, calculus urinary, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, tooth disorder, abdominal discomfort and headache outcome was unknown, the dyspareunia, back pain, vision blurred, visual impairment and pain in extremity had resolved and the migraine was resolving. The reporter considered abdominal discomfort, alopecia, back pain, bladder disorder, calculus urinary, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Insertion: procedure: both tubal ostia were seen dearly, giving the expectation of successful bilateral placement of the essure micro-insert. The spilt introducer was inserted the number of expanded colis that appeared trailing intil the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2013: confirmed full occlusion. Pregnancy test urine - on an unknown date: negative. Pathology report: final diagnosis. Uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus, cervix and bilateral fallopian tubes, 74 g. Cervix: mild chronic cervicitis. Endometrium: benign proliferative phase endometrium. Myometrium: intramural and submucosal leiomyomas and adenomyosis_ serosa: hemorrhagic fibrous adhesions. Fallopian tubes: vascular congestion and bilateral essure coils identified. No malignancy identified. Gross description: within both fallopian tubes essure coils are identified. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs received. Event added: headaches. Outcome of event migraines was updated to recovering/ resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left in tube") and pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included body mass index increased. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during sexual intercourse/dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), / abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), / abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia"), bladder disorder ("bladder or urinary problems or changes / bladder problems"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems type: vision worse / vision worsening"). In 2015, the patient experienced tooth disorder ("dental issues/dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), back pain ("back pain"), calculus urinary ("infection (bladder/ urinary tract/vaginal) type: stones"), urinary tract disorder ("bladder or urinary problems or changes"), vision blurred ("vision/eye problems type: unable to focus"), dysmenorrhoea ("dysmenorrhea (cramping"), pain in extremity ("leg pain") and abdominal discomfort ("gastrointestinal or digestive system condition/gi upset"). The patient was treated with leuprorelin acetate (lupron), surgery (bilateral salpingectomy, hysterectomy (partial) and surgery (root canal crowns). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, alopecia, fatigue, weight increased, migraine, vaginal haemorrhage, menorrhagia, calculus urinary, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, tooth disorder and abdominal discomfort outcome was unknown and the dyspareunia, back pain, vision blurred, visual impairment and pain in extremity had resolved. The reporter considered abdominal discomfort, alopecia, back pain, bladder disorder, calculus urinary, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Insertion: procedure: both tubal ostia were seen dearly, giving the expectation of successful bilateral placement of the essure micro-insert. The spilt introducer was inserted the number of expanded colis that appeared trailing until the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: confirmed full occlusion pregnancy test urine: on an unknown date: negative. Pathology report: final diagnosis uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus, cervix and bilateral fallopian tubes, 74 g. Cervix: mild chronic cervicitis. Endometrium: benign proliferative phase endometrium. Myometrium: intramural and submucosal leiomyomas and adenomyosis_ serosa: hemorrhagic fibrous adhesions. Fallopian tubes: vascular congestion and bilateral essure coils identified. No malignancy identified. Gross description: within both fallopian tubes essure coils are identified. Most recent follow-up information incorporated above includes: on 24-may-2018: plaintiff fact sheet was received event added from pfs- apareunia. General gi upset and vision worsening were clubbed to previous events. Reporter information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left in tube") in a 39-year-old female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included body mass index increased. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced toothache ("dental issues/dental problems") and tooth disorder ("dental issues/dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dyspareunia ("pain during sexual intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), back pain ("back pain"), headache ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), calculus urinary ("infection (bladder/ urinary tract/vaginal) type: stones"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vision blurred ("vision/eye problems type: unable to focus"), dysmenorrhoea ("dysmenorrhea (cramping"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: vision worse"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and pain in extremity ("leg pain"). The patient was treated with leuprorelin acetate (lupron), surgery (bilateral salpingectomy, hysterectomy (partial),), surgery (root canal crowns) and surgery (root canal crowns). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, alopecia, toothache, fatigue, weight increased, headache, vaginal haemorrhage, menorrhagia, calculus urinary, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge and tooth disorder outcome was unknown and the dyspareunia, back pain, migraine, vision blurred, visual impairment and pain in extremity had resolved. The reporter considered alopecia, back pain, bladder disorder, calculus urinary, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, pain in extremity, tooth disorder, toothache, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Insertion: procedure: both tubal ostia were seen dearly, giving the expectation of successful bilateral placement of the essure micro-insert. The spilt introducer was inserted the number of expanded colis that appeared trailing intil the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion pregnancy test urine - on an unknown date: negative. Pathology report: final diagnosis uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus, cervix and bilateral fallopian tubes, 74 g. Cervix: mild chronic cervicitis. Endometrium: benign proliferative phase endometrium. Myometrium: intramural and submucosal leiomyomas and adenomyosis_ serosa: hemorrhagic fibrous adhesions. Fallopian tubes: vascular congestion and bilateral essure coils identified. No malignancy identified. Gross description: within both fallopian tubes essure coils are identified. Quality-safety evaluation of ptc: ptc global number : (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received: reporters details added. Lot number added. Event added as abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal)type: stones, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: left in tube, tooth pain, dental problems, dysmenorrhea (cramping), vaginal discharge, vision/eye problems type: vision worse/unable to focus, fatigue, gastrointestinal or digestive system condition, pain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left in tube") and pelvic pain ("severe pelvic pain") in a 39-year-old female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included body mass index increased. In (B)(6) 2013, the patient experienced dyspareunia ("pain during sexual intercourse/dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), / abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), / abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia"), bladder disorder ("bladder or urinary problems or changes / bladder problems"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems type: vision worse / vision worsening"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced tooth disorder ("dental issues/dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), back pain ("back pain"), calculus urinary ("infection (bladder/ urinary tract/vaginal) type: stones"), urinary tract disorder ("bladder or urinary problems or changes"), vision blurred ("vision/eye problems type: unable to focus"), dysmenorrhoea ("dysmenorrhea (cramping"), pain in extremity ("leg pain") and abdominal discomfort ("gastrointestinal or digestive syatem condition/gi upset"). The patient was treated with leuprorelin acetate (lupron), surgery (bilateral salpingectomy, hysterectomy (partial),), surgery (bilateral salpingectomy, hysterectomy (partial),) and surgery (root canal crowns). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, alopecia, fatigue, weight increased, migraine, vaginal haemorrhage, menorrhagia, calculus urinary, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, tooth disorder and abdominal discomfort outcome was unknown and the dyspareunia, back pain, vision blurred, visual impairment and pain in extremity had resolved. The reporter considered abdominal discomfort, alopecia, back pain, bladder disorder, calculus urinary, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Insertion: procedure: both tubal ostia were seen dearly, giving the expectation of successful bilateral placement of the essure micro-insert. The spilt introducer was inserted the number of expanded colis that appeared trailing until the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion. Pregnancy test urine - on an unknown date: negative. Pathology report: final diagnosis. Uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus, cervix and bilateral fallopian tubes, 74 g. Cervix: mild chronic cervicitis. Endometrium: benign proliferative phase endometrium. Myometrium: intramural and submucosal leiomyomas and adenomyosis_ serosa: hemorrhagic fibrous adhesions. Fallopian tubes: vascular congestion and bilateral essure coils identified. No malignancy identified. Gross description: within both fallopian tubes essure coils are identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sexual intercourse"), alopecia ("hair loss"), tooth disorder ("dental issues"), fatigue ("fatigue"), weight increased ("weight gain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomies with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, alopecia, tooth disorder, fatigue, weight increased and back pain outcome was unknown. The reporter considered alopecia, back pain, dyspareunia, fatigue, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: most of her symptoms resolved after the (B)(6) 2016 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion. Quality-safety evaluation of ptc: ptc global number : (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 and reported adverse events including severe pelvic pain. On (B)(6) 2016 plaintiff underwent surgery (total hysterectomy and bilateral salpingectomies) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow-up information will be obtained through the litigation process.